Event description:
It was reported that the ventilator's o2 gas module was replaced . There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator's o2 gas module was replaced. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce any failure. No abnormal found during ventilation for four days. The root cause to the reported issue could not be established by this investigation.